Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump stopped working even after battery change. Customer¿s blood glucose level was unknown. Customer was on insulin shot. The insulin pump will be returned for analysis.